Event description:
Customer reports, chest drainage unit had the stem that comes down from the pt tube reversed. The two hoses were hooked up in the reversed order according to the customer and could not create underwater seal. The pt developed a 60% pneumothorax. The unit was changed out and the problem was corrected.

Manufacturer narrative:
Reference MFR. Complaint # wt1998-3-25-203. The device was returned for evaluation on 6/12/1996 and the complaint was reopened. Visual inspection found the tubes were assembled improperly. No lot history could be performed due to lack of lot identification. The condition of the unit was brought to the attention of the assembly supervisor, who used the sample for general retraining. Production personnel have been reinstructed on proper assembly procedures.